Manufacturer narrative:
One portex bivona flextend¿ tts¿ tracheostomy tube was returned for analysis. Upon visual exam a "gash" was noted in the cuff and that the material was missing. The cuff was attempted to be inflated with air; confirming that the device would not inflate. The device was then submerged under water while attempting to inflate the cuff; observing air bubbles. Based on the evidence, the inflation issue was confirmed. However, it cannot be determined when and how the "gash" occurred. It is presumed that the gash would have occurred sometime after the product was shipped. It is possible that the device had come in contact with a sharp instrument (perhaps after it was over-inflated which would make the cuff more susceptible to popping). The root cause is undetermined.

Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube "was not holding air". Subsequently, the tube was changed out with another. There were no reported adverse effects.